Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information, assisted the caller with resetting the pump, and the issue did not recur after the reset.